Event description:
The consumer indicated that she was diagnosed with pelvic inflammatory disease after using tampons. She received free samples in the mail and started using tampons the week of (B)(6) 2011. A few days later, she started experiencing lower abdominal pain and was sick for over 2 months. After her third visit to the ER, she was diagnosed with pelvic inflammatory disease. She was prescribed lortab for pain and metronidazole and doxycycline for pid. The consumer indicated that she is still experiencing abdominal pain, nausea, hot flashes, sweats, spotting and feels like she has a fever. She is planning to revisit the ER.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.